Manufacturer narrative:
Correction: h6 - health impact should have added "unexpected medical intervention".

Event description:
It was reported that patient presented for follow-up in clinic experiencing vibratory alert from the device. It was noted that implantable cardiac defibrillator (ICD) went into back up mode due to a magnetic resonance imaging (MRI) procedure used in off-label MRI environment. It was also noted that high voltage therapies were disabled. Device was updated successfully. Patient condition was stable.